Event description:
It was reported that the customer's insulin pump has scratches near the screen, the buttons, and the case. It was also reported that the drive support cap is recessed. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
The insulin pump was received missing the battery cap and end cap sticker. The insulin pump was received with minor scratches on the display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.